Event description:
The facility reported an infusion pump with battery will not hold charge and occurred during bio-med testing. The hosp rep stated they have no record of any pt injury or med intervention. No add'l contact info was available. The pump was evaluated and failure code 570 was found.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed depleted batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.